Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after implant, the patient experienced an unspecified adverse outcome. The product had been used with m0068505000 obtryx, lot # oml6011405.